Event description:
Hypodermic needle failed and segment remained lodged in patient requiring extensive exploration to locate and remove. This patient developed a hematoma which was evacuated on (B)(4) 2021 and the patient remains in the hospital receiving treatment. FDA safety report ID # (B)(4).